Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their device has alarmed more than 1,000 times and it is a beep that is precisely 10 seconds in duration. The patient stated that most of the time it occurs when sitting in a chair at their home and after a day of exertion it will occur when the patient "slouches" but not if they are sitting "upright". The patient indicated they thought the tone had something to do with the physical nature of the device and maybe "the wires". Follow up with the clinic was done which determined the patient had been evaluated by the physician and the entire system was functioning normally. No cause for the audible tone was identified. The device and leads remain in use. No patient complications have been reported as a result of this event.